Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters all acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the esophagus. There was no harm caused to the patient; a repeat bravo procedure needed to be performed. No intervention was necessary to correct and there was nothing unusual about the patient or the procedure which could have led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 6 months. A medela pump was used as the vacuum source. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.